Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced over the guide wire to treat the lesion. However, while the physician was advancing the device up into the guide catheter, the shaft broke in halves. The distal end portion of the broken shaft was still sticking out of the guide catheter so the physician pulled that portion out and then pulled all out. The procedure was completed with another 3.0x24mm stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break 585mm distal from the distal end of strain relief was also noted during analysis. A visual and tactile examination of the outer and mid-shaft section found there were no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced over the guide wire to treat the lesion. However, while the physician was advancing the device up into the guide catheter, the shaft broke in halves. The distal end portion of the broken shaft was still sticking out of the guide catheter so the physician pulled that portion out and then pulled all out. The procedure was completed with another 3.0x24mm stent. No patient complications were reported and the patient's status was fine.